Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported poor imaging is due to procedural conditions. The reported leaflet tear appears to be a cascading event of the slda. Additionally, tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, a second mitraclip was implanted lateral to the first clip. The clip delivery system (cds) was successfully removed. Approximately 5 minutes following the deployment of the 2nd clip, it was noted on fluoroscopy that the clip had changed in appearance. Echocardiography showed an increase in mr and the clip had detached from the anterior leaflet (single leaflet device attachment (slda)). Imaging to further assess the situation was challenging due to shadowing from the first clip. However, a hollow appearance was noted to the anterior leaflet and a leaflet tear was suspected. In the physician's opinion, it was felt that the thin, friable leaflets and a large left atrium contributed to the slda. The procedure concluded with mr reduced to 3-4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.